Event description:
It was reported that the right atrial (ra) lead was trending low impedances and a lead warning triggered. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 430-02 competitor implantable pacing lead. (B)(4).